Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, prime, and excessive no delivery tests. A test reservoir was installed and it did not lock in place due to the broken reservoir tube lip. Unable to perform the basic occlusion and occlusion test due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery which was causing the customer to have high blood glucose of 300 mg/dl. Current blood glucose was 325 mg/dl. Customer also thought the high blood glucose may have been caused by the damage the insulin pump had on the reservoir compartment. Customer declined troubleshooting for the high blood glucose but did troubleshoot for the physical damage. Location of the damage was on the reservoir compartment, it occurred a couple of days ago as the customer had dropped the insulin pump. However, customer had just noticed the damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The insulin pump was returned for analysis.